Manufacturer narrative:
(B)(4). S/w ver. 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap locks properly in place in the reservoir compartment noted. Damage on the retainer ring during visual inspection noted. The following were noted during visual inspection: cracked retainer, scratched case, cracked case (battery tube) and cracked battery tube threads. . The pump passed the displacement test. In summary, the pump was received with a cracked retainer, scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment of the insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.